Event description:
Additional information was received noting that the infection occurred two days prior to the explant and that the infection was due to the patient being old, having comorbidities, and possibly picking at the site.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient had their generator explanted due to infection at the generator implant site. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.